Event description:
Rptr fell at work resulting in a herniated disc l5-s1. On 12/09/92 rptr had a spinal fusion. Rptr indicates pedicle screws were used in the procedure. Now she is worse than before the procedure. Rptr cannot walk, sit or stand for any length of time. Her life has stopped, now she suffers from depression. She was never told by her dr of the risks of this surgery or that she might be worse after. The pain is intense all the time.